Event description:
A malfunction was reported on the pump by the caller, who mentioned that no notable events occurred prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions on how to reset the pump, assisted the caller with the process, and informed the customer to continue using the pump while advising them to contact support if the malfunction recurred. The caller acknowledged and understood these instructions.